Event description:
It was reported that multiple pinholes were detected in the catheter prior to catheter placement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged catheters is confirmed; however, the exact cause is unknown. A photograph of a groshong catheter was returned for evaluation. An initial visual observation of the first photograph showed the device outside of the patient and a circumferentially aligned split in the catheter tubing. The stylet was observed to be within the catheter. No other details of the split could be discerned from the photograph. No use residue or additional damage was seen on the device. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the split.